Manufacturer narrative:
The additional information has been received: approximately one month post initial follow up angiogram, the fracture was identified. The fractured stent was not completely separated. There were no signs of migration of the separated segment. The patient¿s symptoms returned and restenosis was identified. Also, noted flow limitations. Presently, the fracture has not been treated. Medical options are being discussed. The target vessel was the innominata artery. The lesion was 10mm in length, calcified and 98% stenosed. The referenced vessel was angulated but not torous. The length of the stented segment was 24mm and one stent was initially placed. The stent had not been implanted in an actively moving segment of the artery. The stent had been deployed at 8 atmospheres of pressure (atm). Ivus was not done after the stent had been placed. No anomalies were noted. The stent was not post-dilated. Approximately one month post initial follow up angiogram, a stent fracture was identified. The fractured stent was not completely separated. The patient¿s symptoms returned and restenosis was identified. Also, noted flow limitations. Presently, the fracture has not been treated. Medical options are being discussed. The target vessel was the inominant artery. The lesion was 10mm in length, calcified and 98% stenosed. The referenced vessel was angulated but not tourtous. The length of the stented segment was 24mm and one stent was initially placed. The stent had not been implanted in an actively moving segment of the artery. The stent had been deployed at eight atmospheres of pressure (atm). Ivus was not done after the stent had been placed. No anomalies were noted. The stent was not post-dilated. Review of lot 15479821 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stent fracture could not be confirmed as the device remained implanted in the patient and could not be analyzed. The exact cause is unknown. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. Based on the information available for review, it is unknown if the stent was well opposed to the vessel wall following initial placement, as ivus was nor post dilation was conducted. While restenosis, is a complication that may be associated with stent fracture, at times, re-canalization of the occluded stent is impossible. Review of the information available and the DHR does not suggest that this issue could be related to the design and manufacturing process of the device. Therefore, no corrective action will be taken.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Event description:
Fracture of a palmaz genesis stent after one month of implantation.